Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens case/ vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim#:(B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -9.5/+1.5/077 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6)2019 the lens was explanted due to low vault. The cause of the event is reported as unknown.